Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in a female patient who had essure (batch no. C5000z1 - right/ he012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal itching, gilbert's syndrome, anxiety, pelvic congestion syndrome, chlamydial infection, cholecystectomy, constipation, diarrhea, bladder infection, pyelonephritis, joint swelling, asthenia, back pain, vertigo, headache, depression, sleep disorder, alopecia, vaginal discharge abnormality, musculoskeletal pain, psoriasis, tonsillectomy, vitamin d deficiency, back pain, painful hips, weight gain, pelvic congestion syndrome, arthritis, amenorrhea, human papilloma virus immunisation, influenza, multigravida, parity 4, varicose veins, may-thurner syndrome and gallstones. Previously administered products included for an unreported indication: gabapentin, mirena and depo provera. Concurrent conditions included muscle ache, pain, anxiety, neck pain, pelvic pain, dyspareunia, yeast infection, exercise lack of, nausea, numbness, headache, migraine, stress, carpal tunnel syndrome, occipital neuralgia, tachycardia, elevated bp, acne, herpes simplex type I, head injury, spondylosis and post-traumatic stress disorder. Concomitant products included ibuprofen (motrin) and metronidazole benzoate (flagyl s). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding genital"), fungal infection ("yeast infection"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), fatigue ("chronic fatigue"), alopecia ("severe hair loss"), migraine ("migraines / chronic migraines"), amnesia ("memory loss"), abdominal pain ("abdominal cramping / sharp/stabbing abdominal pain"), ovarian cyst ("ovarian cyst"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), coital bleeding ("vaginal bleeding/spotting after intercourse"), pruritus ("itching"), burning sensation ("burning"), pain ("stinging"), vulvovaginal pain ("stabbing of vaginal entrance"), muscular weakness ("increased muscle weakness"), lethargy ("lethargy with constant fatigue"), inadequate lubrication ("increased vaginal dryness during intercourse"), depressed mood ("depressed mood"), sleep disorder ("interrupted sleep patterns"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary"), post procedural complication ("post removal complication-yes"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, back pain, abdominal pain, urinary tract disorder, bladder disorder and pelvic pain had resolved and the fungal infection, fibromyalgia, fatigue, alopecia, migraine, amnesia, ovarian cyst, loss of libido, dyspareunia, coital bleeding, pruritus, burning sensation, pain, vulvovaginal pain, muscular weakness, lethargy, inadequate lubrication, depressed mood, sleep disorder, post procedural complication, psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, burning sensation, coital bleeding, cystitis, depressed mood, device breakage, device dislocation, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, inadequate lubrication, lethargy, loss of libido, migraine, muscular weakness, ovarian cyst, pain, pelvic pain, post procedural complication, pruritus, psychological trauma, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding , bladder ,urinary problem, psych injury, injury/symptom diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that the essure device was successfully occluded. Successful hysterosalpingogram. Left and right ischio prostheses are normally functioning no evidence of peritoneal spillage is noted. Patient tolerated procedure well left department in good condition without complaints. Spinal x-ray - on (B)(6) 2018: impression: straightening of the normal cervical lordosis. Otherwise normal intervertebral alignment and vertebral marrow signal. The cervical spinal cord is normal in size and signal intensity. C2-c3 through c7-t1, within normal limits.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Iud appears appropriately positioned. 2. Simple right ovarian cyst is almost certainly benign.; on (B)(6) 2018: impression: 1. Right adnexa demonstrates a dominant 3.5 cm cyst with multiple surrounding smaller daughter cysts. These findings are within normal in a pre- menopausal female. 2. Hypoechoic structures are present at the left aspect of the uterus, likely related to the dilated parauterine veins seen on (B)(6) 2017. These findings are nonspecific but may be seen with pelvic congestion syndrome if associated clinical symptoms are present.; on (B)(6) 2018: suggestion of a poorly visualized endometrial device within the endometrial canal. Possible 4 cm right ovarian cyst. Study significantly limited by the patient's body habitus and transabdominal technique. Recommend transvaginal ultrasound of the pelvis for further evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received, event psych injury, bladder infection, uti, vaginal infection, vaginal discharge , rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in an adult female patient who had essure (batch no. C5000z1-inv he012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal itching, gilbert's syndrome, anxiety, pelvic congestion syndrome, chlamydial infection, cholecystectomy, constipation, diarrhea, bladder infection, pyelonephritis, joint swelling, asthenia, back pain, vertigo, headache, depression, sleep disorder, alopecia, vaginal discharge abnormality, musculoskeletal pain, psoriasis, tonsillectomy, vitamin d deficiency, back pain, painful hips, weight gain, pelvic congestion syndrome, arthritis, amenorrhea, human papilloma virus immunisation, influenza, multigravida, parity 4, varicose veins, may-thurner syndrome and gallstones. Previously administered products included for an unreported indication: gabapentin, mirena and depo provera. Concurrent conditions included muscle ache, pain, anxiety, neck pain, pelvic pain, dyspareunia, yeast infection, exercise lack of, nausea, numbness, headache, migraine, stress, carpal tunnel syndrome, occipital neuralgia, tachycardia, elevated bp, acne, herpes simplex type I, head injury, spondylosis and post-traumatic stress disorder. Concomitant products included ibuprofen (motrin) and metronidazole benzoate (flagyl s). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding genital"), fungal infection ("yeast infection"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), fatigue ("chronic fatigue"), alopecia ("severe hair loss"), migraine ("migraines / chronic migraines"), amnesia ("memory loss"), abdominal pain ("abdominal cramping / sharp/stabbing abdominal pain"), ovarian cyst ("ovarian cyst"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), coital bleeding ("vaginal bleeding/spotting after intercourse"), pruritus ("itching"), burning sensation ("burning"), pain ("stinging"), vulvovaginal pain ("stabbing of vaginal entrance"), muscular weakness ("increased muscle weakness"), lethargy ("lethargy with constant fatigue"), inadequate lubrication ("increased vaginal dryness during intercourse"), depressed mood ("depressed mood"), sleep disorder ("interrupted sleep patterns"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary"), post procedural complication ("post removal complication-yes"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, back pain, abdominal pain, urinary tract disorder, bladder disorder and pelvic pain had resolved and the fungal infection, fibromyalgia, fatigue, alopecia, migraine, amnesia, ovarian cyst, loss of libido, dyspareunia, coital bleeding, pruritus, burning sensation, pain, vulvovaginal pain, muscular weakness, lethargy, inadequate lubrication, depressed mood, sleep disorder, post procedural complication, psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, burning sensation, coital bleeding, cystitis, depressed mood, device breakage, device dislocation, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, inadequate lubrication, lethargy, loss of libido, migraine, muscular weakness, ovarian cyst, pain, pelvic pain, post procedural complication, pruritus, psychological trauma, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding , bladder ,urinary problem, psych injury, injury/symptom diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that the essure device was successfully occluded. Successful hysterosalpingogram. Left and right ischio prostheses are normally functioning no evidence of peritoneal spillage is noted. Patient tolerated procedure well left department in good condition without complaints. Spinal x-ray - on (B)(6) 2018: impression: straightening of the normal cervical lordosis. Otherwise normal intervertebral alignment and vertebral marrow signal. The cervical spinal cord is normal in size and signal intensity. C2-c3 through c7-t1, within normal limits.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Iud appears appropriately positioned. 2. Simple right ovarian cyst is almost certainly benign.; on (B)(6) 2018: impression: 1. Right adnexa demonstrates a dominant 3.5 cm cyst with multiple surrounding smaller daughter cysts. These findings are within normal in a pre- menopausal female. 2. Hypoechoic structures are present at the left aspect of the uterus, likely related to the dilated parauterine veins seen on (B)(6) 2017. These findings are nonspecific but may be seen with pelvic congestion syndrome if associated clinical symptoms are present.; on (B)(6) 2018: suggestion of a poorly visualized endometrial device within the endometrial canal. Possible 4 cm right ovarian cyst. Study significantly limited by the patient's body habitus and transabdominal technique. Recommend transvaginal ultrasound of the pelvis for further evaluation. This lot c5000z1 is not valid. Lot number: he012zt production date 2017-01-25 expiration date 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received: reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in a female patient who had essure (batch no. C5000z1-inv he012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal itching, gilbert's syndrome, anxiety, pelvic congestion syndrome, chlamydial infection, cholecystectomy, constipation, diarrhea, bladder infection, pyelonephritis, joint swelling, asthenia, back pain, vertigo, headache, depression, sleep disorder, alopecia, vaginal discharge abnormality, musculoskeletal pain, psoriasis, tonsillectomy, vitamin d deficiency, back pain, painful hips, weight gain, pelvic congestion syndrome, arthritis, amenorrhea, human papilloma virus immunisation, influenza, multigravida, parity 4, varicose veins, may-thurner syndrome and gallstones. Previously administered products included for an unreported indication: gabapentin, mirena and depo provera. Concurrent conditions included muscle ache, pain, anxiety, neck pain, pelvic pain, dyspareunia, yeast infection, exercise lack of, nausea, numbness, headache, migraine, stress, carpal tunnel syndrome, occipital neuralgia, tachycardia, elevated bp, acne, herpes simplex type I, head injury, spondylosis and post-traumatic stress disorder. Concomitant products included ibuprofen (motrin) and metronidazole benzoate (flagyl s). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding genital"), fungal infection ("yeast infection"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), fatigue ("chronic fatigue"), alopecia ("severe hair loss"), migraine ("migraines / chronic migraines"), amnesia ("memory loss"), abdominal pain ("abdominal cramping / sharp/stabbing abdominal pain"), ovarian cyst ("ovarian cyst"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), coital bleeding ("vaginal bleeding/spotting after intercourse"), pruritus ("itching"), burning sensation ("burning"), pain ("stinging"), vulvovaginal pain ("stabbing of vaginal entrance"), muscular weakness ("increased muscle weakness"), lethargy ("lethargy with constant fatigue"), inadequate lubrication ("increased vaginal dryness during intercourse"), depressed mood ("depressed mood"), sleep disorder ("interrupted sleep patterns"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary"), post procedural complication ("post removal complication-yes"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, back pain, abdominal pain, urinary tract disorder, bladder disorder and pelvic pain had resolved and the fungal infection, fibromyalgia, fatigue, alopecia, migraine, amnesia, ovarian cyst, loss of libido, dyspareunia, coital bleeding, pruritus, burning sensation, pain, vulvovaginal pain, muscular weakness, lethargy, inadequate lubrication, depressed mood, sleep disorder, post procedural complication, psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, burning sensation, coital bleeding, cystitis, depressed mood, device breakage, device dislocation, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, inadequate lubrication, lethargy, loss of libido, migraine, muscular weakness, ovarian cyst, pain, pelvic pain, post procedural complication, pruritus, psychological trauma, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding , bladder ,urinary problem, psych injury, injury/symptom diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that the essure device was successfully occluded. Successful hysterosalpingogram. Left and right ischio prostheses are normally functioning no evidence of peritoneal spillage is noted. Patient tolerated procedure well left department in good condition without complaints. Spinal x-ray - on (B)(6) 2018: impression: straightening of the normal cervical lordosis. Otherwise normal intervertebral alignment and vertebral marrow signal. The cervical spinal cord is normal in size and signal intensity. C2-c3 through c7-t1, within normal limits.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Iud appears appropriately positioned. 2. Simple right ovarian cyst is almost certainly benign.; on (B)(6) 2018: impression: 1. Right adnexa demonstrates a dominant 3.5 cm cyst with multiple surrounding smaller daughter cysts. These findings are within normal in a pre- menopausal female. 2. Hypoechoic structures are present at the left aspect of the uterus, likely related to the dilated parauterine veins seen on (B)(6) 2017. These findings are nonspecific but may be seen with pelvic congestion syndrome if associated clinical symptoms are present.; on(B)(6) 2018: suggestion of a poorly visualized endometrial device within the endometrial canal. Possible 4 cm right ovarian cyst. Study significantly limited by the patient's body habitus and transabdominal technique. Recommend transvaginal ultrasound of the pelvis for further evaluation. This lot c5000z1 is not valid. Lot number: he012zt production date 2017-01-25 expiration date 2020-01-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in a female patient who had essure (batch no. C5000z1 - right/ he012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal itching, gilbert's syndrome, anxiety, pelvic congestion syndrome, chlamydial infection, cholecystectomy, constipation, diarrhea, bladder infection, pyelonephritis, joint swelling, asthenia, back pain, vertigo, headache, depression, sleep disorder, alopecia, vaginal discharge abnormality, musculoskeletal pain, psoriasis, tonsillectomy, vitamin d deficiency, back pain, painful hips, weight gain, pelvic congestion syndrome, arthritis, amenorrhea, human papilloma virus immunisation, influenza, multigravida, parity 4, varicose veins, may-thurner syndrome and gallstones. Previously administered products included for an unreported indication: gabapentin, mirena and depo provera. Concurrent conditions included muscle ache, pain, anxiety, neck pain, pelvic pain, dyspareunia, yeast infection, exercise lack of, nausea, numbness, headache, migraine, stress, carpal tunnel syndrome, occipital neuralgia, tachycardia, elevated bp, acne, herpes simplex type I, head injury, spondylosis and post-traumatic stress disorder. Concomitant products included ibuprofen (motrin) and metronidazole benzoate (flagyl s). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding genital"), fungal infection ("yeast infection"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), fatigue ("chronic fatigue"), alopecia ("severe hair loss"), migraine ("migraines / chronic migraines"), amnesia ("memory loss"), abdominal pain ("abdominal cramping / sharp/stabbing abdominal pain"), ovarian cyst ("ovarian cyst"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), coital bleeding ("vaginal bleeding/spotting after intercourse"), pruritus ("itching"), burning sensation ("burning"), pain ("stinging"), vulvovaginal pain ("stabbing of vaginal entrance"), muscular weakness ("increased muscle weakness"), lethargy ("lethargy with constant fatigue"), inadequate lubrication ("increased vaginal dryness during intercourse"), depressed mood ("depressed mood"), sleep disorder ("interrupted sleep patterns"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary"), post procedural complication ("post removal complication-yes") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, back pain, abdominal pain, urinary tract disorder, bladder disorder and pelvic pain had resolved and the fungal infection, fibromyalgia, fatigue, alopecia, migraine, amnesia, ovarian cyst, loss of libido, dyspareunia, coital bleeding, pruritus, burning sensation, pain, vulvovaginal pain, muscular weakness, lethargy, inadequate lubrication, depressed mood, sleep disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, burning sensation, coital bleeding, depressed mood, device breakage, device dislocation, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, inadequate lubrication, lethargy, loss of libido, migraine, muscular weakness, ovarian cyst, pain, pelvic pain, post procedural complication, pruritus, sleep disorder, urinary tract disorder and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed that the essure device was successfully occluded. Successful hysterosalpingogram. Left and right ischio prostheses are normally functioning no evidence of peritoneal spillage is noted. Patient tolerated procedure well left department in good condition without complaints. Spinal x-ray - on (B)(6) 2018: impression: straightening of the normal cervical lordosis. Otherwise normal intervertebral alignment and vertebral marrow signal. The cervical spinal cord is normal in size and signal intensity. C2-c3 through c7-t1, within normal limits.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. Iud appears appropriately positioned. 2. Simple right ovarian cyst is almost certainly benign.; on (B)(6) 2018: impression: 1. Right adnexa demonstrates a dominant 3.5 cm cyst with multiple surrounding smaller daughter cysts. These findings are within normal in a pre- menopausal female. 2. Hypoechoic structures are present at the left aspect of the uterus, likely related to the dilated parauterine veins seen on (B)(6) 2017. These findings are nonspecific but may be seen with pelvic congestion syndrome if associated clinical symptoms are present.; on (B)(6) 2018: suggestion of a poorly visualized endometrial device within the endometrial canal. Possible 4 cm right ovarian cyst. Study significantly limited by the patient's body habitus and transabdominal technique. Recommend transvaginal ultrasound of the pelvis for further evaluation. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and device dislocation ('migration') in a female patient who had essure (batch no. C5000z1 - right/ he012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal itching, gilbert's syndrome, anxiety, pelvic congestion syndrome, chlamydial infection, cholecystectomy, constipation, diarrhea, bladder infection, pyelonephritis, joint swelling, asthenia, back pain, vertigo, headache, depression, sleep disorder, alopecia, vaginal discharge abnormality, musculoskeletal pain, psoriasis, tonsillectomy, vitamin d deficiency, back pain, painful hips, weight gain, pelvic congestion syndrome, arthritis, amenorrhea, human papilloma virus immunisation, influenza, multigravida, parity 4, varicose veins, may-thurner syndrome and gallstones. Previously administered products included for an unreported indication: gabapentin, mirena and depo provera. Concurrent conditions included muscle ache, pain, anxiety, neck pain, pelvic pain, dyspareunia, yeast infection, exercise lack of, nausea, numbness, headache, migraine, stress, carpal tunnel syndrome, occipital neuralgia, tachycardia, elevated bp, acne, herpes simplex type I, head injury, spondylosis and post-traumatic stress disorder. Concomitant products included ibuprofen (motrin) and metronidazole benzoate (flagyl s). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding genital"), fungal infection ("yeast infection"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), fatigue ("chronic fatigue"), alopecia ("severe hair loss"), migraine ("migraines / chr quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- fracture, pelvic pain, migration, bacterial vaginosis, vaginal discharge, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.